Event description:
It was reported that the patient presented in the ER after receiving shocks. Upon interrogation it was determined that it was true vt and the shocks were appropriate. In the episodes noise was noted on the rv lead which lead to inappropriate vf detection but no therapy was given. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.